Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4). No files attached.

Event description:
Report from (B)(6) stating the device needed service. It is unknown if the device ws used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.